Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcated stent graft was planned to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the device could not be used. As per the physician the cause of the event was due to a cracked sheath observed during deployment/implantation. No clinical sequelae were reported and the patient is fine.